Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the major leaks coming from the lower sieve bed connections and heat exchanger. No new parts requested.